Manufacturer narrative:
(B)(4). Date: 07/01/2016. Additional information was requested and the following was obtained: can you please confirm what amount of time the procedure was increased by (minutes, hours)? 30minutes. Was there bleeding?/ no. If yes, how much blood loss was there (mls)? /n/a. If yes, was a transfusion required? Were there any patient consequences?n/a.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there is malformation of the clips for the device and in every firing the clips starts losing and falling off. Increase the time of the procedure with creation of stress on the surgeon and high risk for bleeding to the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.